Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient stated upon inserting the sensor into the abdomen on (B)(6) 2019, they experienced bleeding for an hour and a half. The patient wen to the hospital and the doctor applied pressure to the insertion site for ten to fifteen minutes until the bleeding stopped. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.